Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, damaged monitor case) has been confirmed. Upon investigation the failed detect and treat testing. The cause for the failure was isolated to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and that their monitor had a damaged case.